Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported a recognized ring artifact on scanned images. There was no report of misrepresentation as a result of the ring artifacts. A philips field service engineer (fse) confirmed there was a ring artifact on brain images. Based on additional information by the fse, the reported image artifact was the result of a failing a-plane collimator, not from a cracked compensator as initially reported. The fse evaluated the system and determined the a-plane collimator was failing and the cause of the reported issue. The fse replaced the a-plane collimator to resolve the reported issue. There was no report of harm to a patient and no report of misrepresentation and/or mistreatment as a result of this reported issue. The system is in clinical use. This issue was determined not to be a reportable event.

Manufacturer narrative:
Added report sources.